Event description:
The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Event description:
Further information received from the customer indicates there was no signal output from the device.

Manufacturer narrative:
Evaluation summary: further analysis found no anomalies. The device signal output is good.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was tested and there was no output. Service report has been requested.